Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device will not hold a charge for more than a few minutes. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. When the unit was moved around while being docked in a known good rds, the unit lost connection to the rds and the led light indicators on the rds kept blinking, preventing the battery from being charged. Internal inspection found multiple pogo pins on the system circuit board were stiff which prevented the unit from charging the battery correctly. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device will not hold a charge for more than a few minutes. No consequences or impact to patient were reported.